Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
A visual analysis of the returned device identified, fold creases, one linear opening, yellow particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified, one opening crease smooth. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side radius assessed, as fold flaw opening.

Event description:
Physician confirmed, the left side deflation. The device has been replaced.